Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9 735737, serial/lot #: version (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a tumor resection, the navigation system and a non-medtronic microscope could not be viewed by the camera on the navigation system. It was reported that the footswitch was checked to confirm that navigation was not paused. Cabling was confirmed to have been inserted in the appropriate port. It was reported that the site used a passive probe instead of the microscope to complete navigation in the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was noted that the software on the microscope was upgraded prior to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated they had followed-up with the site and no further issues had occurred.

Manufacturer narrative:
Software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.